Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support using an ungrounded power module patient cable. The report of pump stoppage events and decelerations in pump speed was confirmed based on the information contained in the submitted system controller log file. Although the log file evaluation could not conclusively determine the specific cause for these events, they appear consistent to a potentially compromised wire in the driveline. No product was returned; therefore, the suspected driveline damage could not be confirmed. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the customer submitted the patient¿s system controller log file to the manufacturer¿s technical services for review. The submitted log file showed multiple pump stoppages and speed drops below the low speed limit that only appeared to occur while the system was connected to the power module. The patient was asymptomatic. On 09/19/2016, the patient¿s driveline was evaluated by technical services. The evaluation could not reproduce the reported pump stoppage events. The patient's health care professionals declined an external replacement of the driveline. The patient was provided an ungrounded patient cable for use with the power module. No additional information was received.